Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage. The following information was provided by the initial reporter: discardit 5ml(24g) had an issue with leakage while drawing spinal fluids.

Manufacturer narrative:
H6: investigation summary one photo was received by bd for evaluation. A quality engineer was able to review the photo of a discardit ii 5ml with 24x1 from lot #2216582 regarding item #300847 with the reported complaint of leakage. The investigation and simulation were carried out on retention samples where the investigating team has functionally tested the samples for leakage and no leakage was found in the retention samples. Spinal needles are much more in length than normal bulk needles and thus are not of intended use with discardit 5 ml syringe.

Event description:
It was reported that the bd discardit¿ ii syringe experienced leakage. The following information was provided by the initial reporter: discardit 5ml(24g) had an issue with leakage while drawing spinal fluids.

Manufacturer narrative:
The manufacturing location for this product is bawal, india. This site is not registered with the FDA. (B)(4). Device evaluated by MFR: a device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.